Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) followed up with the robotics coordinator who stated that the drape being in the way of the universal surgical manipulator (usm) was the cause of the issue. After system log review performed by the fse, it was found that 3 procedures were completed since without reported issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The root cause is attributed to the arm drape restricting the usm movement.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, the customer reported to the technical support engineer (tse) that universal surgical manipulator (usm) 3 was jerking and making non-intuitive movements with several instruments. The system logs indicated instrument engagement issues. The customer reseated the sterile adapter on usm 3 and the surgeon stated it felt much better; however, it still felt a little sticky. Tse recommended replacing the drape when possible. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Issue did not occur with the surgeons head inside the surgeon consoles high resolution stereo viewer. Issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure not related to an inability to move the instrument. The movements of the surgeon did not scale appropriately to the instrument. Observed movement was greater. Instrument moved in the intended direction. The timing of the instrument movement was not appropriate. Shakiness and friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collisions. Persistent issue when moving tissue. The arm drape was disconnected and reconnected. Drape is not available for return. Device inspected prior to use. There was no patient injury. Issue occurred since the surgeon started sitting at the console. No instrument and no images or video recordings available.

Event description:
Refer to h11 for follow-up information.